Manufacturer narrative:
The customer contacted a siemens customer care center and stated that the advia centaur xp instrument had transmitted incorrect result to the lis. The customer checked the setup and determined that the check ranges for the final result rule was not set up. Siemens is investigating the issue.

Event description:
An incorrect (B)(6) result was transmitted to the laboratory information system (lis) for one patient sample when run on an advia centaur xp instrument. The sample had initially resulted as (B)(6). The customer repeated the sample in duplicate to confirm the initial (B)(6) result as per instructions for use and the first replicate result was (B)(6), while the second replicate result was (B)(6). As per the advia centaur hbsagii instructions for use, if two of three results are reactive the result is interpreted as reactive, and if two of three results are non-reactive the result is interpreted as non-reactive. Based on this interpretation, the advia centaur xp instrument should have transmitted the result as (B)(6) and should have held the patient sample for (B)(6) confirmatory testing. However, the result transmitted to the lis was (B)(6). The customer performed (B)(6) confirmatory testing, which provided a flag of re-dilute. Upon re-dilution, the b)(6) result was not confirmed. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to an incorrect result being transmitted.

Manufacturer narrative:
The initial MDR 2432235-2017-00415 was filed on july 11, 2017. The first supplemental MDR 2432235-2017-00415_s1 was filed on august 1, 2017. The second supplemental MDR 2432235-2017-00415_s2 was filed on september 15, 2017. Additional information (16-nov-2017): a siemens headquarters support center specialist reviewed the event data and stated that the error was due to the operator releasing the incorrect hepatitis b surface antigen (hbsagii) result and not waiting for the replicate results. The advia centaur xp was functioning properly. Due to this user error, the customer has setup final result rule in advia centaur xp software to prevent this. The final result rule waits for the replicates to be processed and sends the result when two out of three hbsagii results align.

Manufacturer narrative:
The initial MDR 2432235-2017-00415 was filed on july 11, 2017. Additional information (07/12/2017): the customer was able to select the final result rule in hbsagii test definition setup. The instrument is performing within manufacturing specifications. No further evaluation of device is required. Additional information (07/12/2017): a not confirmed result obtained upon dilution for (B)(6) surface antigen (hbsagii) was reported to the physician(s).

Event description:
A not confirmed result obtained upon dilution for hepatitis b surface antigen (hbsagii) was reported to the physician(s).

Manufacturer narrative:
The initial MDR 2432235-2017-00415 was filed on july 11, 2017. The first supplemental MDR 2432235-2017-00415_s1 was filed on august 1, 2017. Additional information (08/24/2017): the customer stated that the advia centaur xp system was set to automatically hold any initially reactive result for (B)(6) and automatically repeat the result in duplicate. The operator then reviews all three results and releases the correct result as per the (B)(6) instructions for use to the laboratory information system. In this case, the operator released the wrong (B)(6) result (B)(6). The (B)(6) confirmatory test was then run and the result was not confirmed. Since the operator released an incorrect result, the customer has now activated the final result rule. Additionally, the customer provided the sample identification number for the sample in question and the value obtained with (B)(6) confirmatory testing without re-dilution. Updated with this information.